Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. (B)(6). Investigation - evaluation a review of the manufacturing instructions, instructions for use (IFU), specifications, drawing, quality control, complaint history, device history record, a dimensional verification, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device and a dimensional verification did not indicate the product was out of specifications. The document based investigation evaluation found no evidence to suggest the product was not made to specifications. A review of the device history record showed no relevant nonconforming events which could contribute to this failure mode. There were two other similar complaints for this device lot. This failure mode is being escalated per internal processes. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into the patient¿s kidney during a drainage procedure. During the procedure, it was noted that the catheter separated from the white hub. The device was removed and a like device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.